Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited interrogation problem. No intervention was performed.

Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker was failing to be interrogated. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct complaint code should have been failure to interrogate, rather than interrogation problem. The correct option for e2, e3 and e4 should have been chosen as "yes, physician, no information" rather than "no, non-hcp and no".

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.